Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that patient developed an infection at the ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg pocket site was cleaned out and treated with antibiotics to address the issue.the infection has now resolved.